Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer dropped the pump, multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, a cartridge change was performed to address the event.